Event description:
It was reported that during use of the implantable cardioverter defibrillator (ICD), the patient was hospitalized due to an episode classified as supra ventricular tachycardia (svt) because stability determined it to be svt. However, the event was likely ventricular tachycardia (vt) triggered by a premature ventricular contractions (pvc), (+vsp) ventricular sense pacing immediately after an atrial event, with dislodgement between the atrial and ventricular events. As a result, despite av dislodgement being present from the onset, stability continued to inhibit detection, which was the fundamental cause of the delayed therapy. The events were relatively stable and marked as tachy-sense/ts¿fib-sense/fs, remaining within the range that would allow therapy to be delivered without delay through the combined counter. However, because stability was repeatedly activated, it is possible that therapy intervention was delayed without even reaching the number of intervals to detection (nid). All anti-tachycardia pacing (atp) therapies were unsuccessful, and although shock therapy was ultimately delivered, the arrhythmia did not terminate cleanly. The episode was labeled as ¿terminated¿ 36 seconds later, but av dislodgement was still present at that time. Since the rhythm had fallen out of the ventricular fibrillation (vf) zone, the termination criteria were technically met, but it is suspected that the rate simply slowed and the rhythm terminated spontaneously, which raises some concern. It is unclear whether the incomplete termination by shock was due to a high defibrillation threshold (dft) or whether the prolonged duration caused by repeated resets made the arrhythmia more difficult to terminate. Either possibility is considered, but a definitive conclusion cannot be made. A device check was performed and stability was turned off. In addition, because the vt intervals were unstable and the rhythm was moving between the vt and vf zones, adjustments were made to the vf zone settings and the detection intervals. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.